Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced and the charging circuit operation was verified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a pre-charge voltage error message. No pt injury was reported.